Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the shifted lead extension and intermittent stimulation with positional movement has not been determined but it was thought to possibly be a loose extension. An x-ray was ordered by the hcp for the patient. In addition, the rep tried to reprogram but it did not provide appropriate stimulation so when the program works it does help the patient and the patient requested to keep it the same and they will try to figure out soon how to fix the issue. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708260, serial# (B)(4), product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient feels like the stimulation was turning on and off with movement, though the stimulation was not actually turning on and off. The patient noticed the intermittent stimulation at the same time that the lead extension connection location shifted in her back. The intermittency was occurring all the time and was related to the movement. The patient noted that it was tender where the lead extension was currently on her back. There were no other traumas/falls related to the issue other than the positional movement. It was noted that palpation at the implantable neurostimulator (ins) and lead extension site were negative for any stimulation changes and the impedances were between 2500 - 3251 ohms on all pairs. It was noted that when the patient feels her stimulation, it was in the usual, target area. There were no further complications or anticipations reported with this event.